Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 199mg/dl. The customer's levels have dropped as low as 48mg/dl. The customer states they have treated with food. Troubleshoot was conducted. The customer states the pump was exposed to cat scan. The customer was advised to avoid direct pump contact with cat scans. The customer was advised to contact their healthcare provider regarding unexplained low blood glucose levels.